Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a hypoglycemic event that required assistance by the paramedics. Prior to the paramedics' arrival, the customer was sweating and she had a blood glucose reading of 24 mg/dl. When the paramedics tested, the customer's blood glucose, it was too low to register on the glucometer. The customer stated she later went to see her endocrinologist and discovered that the basal rates had been changed to a higher amount.